Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that the right atrial (ra) lead was dislodged. A procedure was performed to remove the ra lead during which the ra and a non-abbott rv lead were found be twisted together like a braid. The rv lead remained installed and active. The physician believed the original implant was placed in a location where the sutures were not secure therefore the ra lead pulled back. The ra lead was removed without issues and replaced. The patient experienced no adverse effects. The patient was stable.